Event description:
Reporter alleged blood glucose measured 441 mg/dl back to back with a result of 141 mg/dl when testing was performed within a minute apart. No actions were taken and no treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.